Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The jaw was opening and closing as expected during the test. No issues concerning the jaw were noticed. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during a hemi colectomy procedure, the jaws would not open. The device was not on tissue. Another device was used to complete the case with no patient consequence.